Event description:
While the surgeon was performing a surgery, the protection sleeve was not staying in place and kept popping out of the handle. The procedure was successfully completed with no patient injury reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.